Manufacturer narrative:
The autopulse platform displaying an error message user advisory (ua) 41 (patient temperature sensor failure) was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The platform is working as intended for use. Ua 41 indicated that the temperature of the patient contact surface exceeds 45 degree celsius for more than five minutes (triggers temperature sensor near battery bay). The ideal device storage temperature should be around from -20 to 65 degree celsius (without batteries). The root cause could not be determined. As a precautionary measure, the temperature sensor and power distribution board were replaced. During visual inspection, a cracked front cover was observed, unrelated to the reported complaint. The autopulse platform is a reusable device was manufactured in 2013; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive review data indicated multiple error message ua 41 occurred on the customer reported date of (B)(6) 2018. The platform passed the initial functional testing without any issues. Load cell characterization was performed and both load cells function as intended. The platform was tested with a good known li-ion battery using a 95% patient test fixture and the unit passed the testing without any issues. Verified fan (blower) provides cooling for the drive train and other major heat-producing assemblies. The resistance of the temp sensor is functioning as intended. Checked and confirmed the cable connection from the temperature sensor to the power distribution board (pbd) was not loose. Hot and cool air were blown directly to the location of the temperature sensor mounted. Observed the sensor response respectively to the temperature increase/decrease. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4). Medical safety assessments: the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform displayed an error message when the crew tried mto initiate therapy, and then the crew immediately reverted to manual CPR. Rosc (return of spontaneous circulation) was achieved within 5-10 minutes of manual CPR and lasted for 5 minutes before the patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca. Reference MFR # MFR # 3010617000-2018-00247 (B)(4).

Event description:
(B)(6) fire protection received a 911 call for a (B)(6) female patient weighing approximately (B)(6) pounds that was experiencing cardiac arrest. When the crew tried to initiate therapy, the platform was displayed an error message user advisory (ua) 41 (patient temperature sensor failure). To troubleshoot, the crew tried to replace the lifeband; however, the error message persisted. The crew then immediately reverted to manual CPR. Rosc (return of spontaneous circulation) was achieved within 5-10 minutes of manual CPR and lasted for 5 minutes before the patient expired. The customer has indicated that the platform was not stores in a hot environment and it was cold outside during the date of the event; however, the fan did seem to be running louder than usual according to medics in scene.